Event description:
As reported, patient had primary augmentation (saline implants) in 2000 and had revision due to symmastia with placement of galaflex in 2018. It was reported that about six years post implant patient experienced pain and has a small nodule on left breast at the 9'o clock position, mammogram was negative. It was reported that the patient denies trauma to the area, only experiencing unilateral on left side thereby underwent ultrasound and biopsy which showed inflammation/calcification. It was also reported that the surgeon will not be doing anything surgically at this time and medications were provided.

Manufacturer narrative:
As reported, about 6 years post implant of galaflex mesh, the patient had pain, a small nodule on left breast and inflammation/calcification. Based on the information provided, no conclusions can be made as to the degree to which the device may have caused or contributed to the patient¿s post operative course. Pain and inflammation are known inherent risk of the surgery/use and are listed in the adverse reactions section of the instructions-for-use supplied with the device, as a possible complication. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event (29-apr-2024) and date of implant ((B)(6) 2018) are considered to be a best estimate based. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.